Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with blood glucose levels over 600 mg/dl. The customer stated that she has experienced high blood glucose levels for the past two days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the caller to call back to complete the troubleshooting once she has the tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.